Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a blank display. The blood glucose level was unknown. Customer stated the spring was neither damaged nor corroded. Customer stated that screen was not display after inserting new battery. The product will return for the analysis.

Manufacturer narrative:
The device received with blank display due to corrosion on all electronic assemblies. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to blank display. The device received with moisture damage on motor assembly and corrosion on force sensor assembly.